Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. It seems the leak is coming from the regulator, potentially caused by wear and tear during training. Helium leakage from the external gauge. Gauge and transducer replaced helium hose also replaced. Helium bottle connected and opened to ensure leakage has stopped. Also, machine was taken to pneumatic phase of servicing to observe the pressure of the external gauge and was observed stable without leakages from both external and internal helium bottles. Leakage corrected. Est passed. Both batteries were observed completely low. Cardiosave was plugged for battery charging. As a result, ppm could not be carried out, until next scheduled. Machine handed over to customer is good condition safe for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during training on the device that cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involved.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11. Corrected fields: h6 (component codes).

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. Corrected fields: d5, e1 (initial reporter name, mail), e2, e3, e4, g2, h6 (investigation conclusion).

Event description:
N/a